Event description:
It was reported that the pump did not seem to be working, the arctic sun device was not able to use. Per review of wo on 13may2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 14may2025, it will be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold. The device was evaluated upon receipt. The manifold is failed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump did not seem to be working, the arctic sun device was not able to use. Per review of wo on 13may2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 14may2025, it will be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to patient.